Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction verified. It was determined that the power supply ps3 was defective and was subsequently replaced. Additionally, the keyswitch/handswitch/footswitch cable showing wear and was replaced. The system was tested and found to be working as intended and placed back into service.